Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Concomitant medical products: part 163669¸lot 00j3721359- 32mm mod head cocr std neck, part 010000661, lot 3790790- g7 pps ltd acet shell 48c, part 010000730, lot 3453193- g7 neutral arcomxl lnr 32mm c, part unknown, lot unknown- unknown apical plug. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event; please see associated reports: MFR 0001825034-2018-01151, MFR 0001825034-2018-01155, MFR 0001825034-2018-01156. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies related to this complaint were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Clinical study 518- pain and discomfort reported 3 months and 1 year post a tha procedure-right.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.